Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an in office interrogation of the cardiac resynchronization therapy defibrillator (crt-d) system, the physician informed the patient of an observation that could potentially result in shock therapy delivery. Technical services (ts) requested additional information to clarify the nature of the observation; however, the patient could not recall whether the observation involved noise oversensing within the system or an audible device generated alert. Due to the potential for noise oversensing, ts recommended that the patient seek further clarification from the physician. No adverse patient effects were reported. This system remains in service.